Manufacturer narrative:
The opticross hd imaging catheter was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Both visual and microscopic inspection revealed that the imaging window was detached near the lap joint section and the imaging core was coiled.

Event description:
Reportable based on device analysis completed on 27nov2023. It was reported that a catheter issue occurred. The 85% stenosed target lesion was located at the severely tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was selected for use for ultrasound examination of the target lesion. During preparation, the catheter was kinked. There were no patient complications reported and the procedure was completed by using another of the same device. The device was returned for analysis which revealed that the imaging window was detached near the lap joint section and the imaging core was coiled.